Event description:
On 3/27/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave arthroscopy pump had no suction when the shaver was in use. There was no case involvement reported. Additional information was received on 3/29/2024: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2024 after having no suction while using the shaver on several cases the day before. It was thought that the issue was due to hook-up errors. The problem persisted the next day after swapping out the tubing, powering down, and other troubleshooting attempts. The case was completed by opening additional suction tubing and hooking directly to the shaver with no issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 02-feb-2017.